Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 267 mg/dl. A correction was made with the pump and insulin injections were used to address the high bg level. The customer indicated that the time and date were incorrect on the pump. A clinical diabetes educator reviewed the pump history and it appeared that the time was correct; however, the date was incorrect. Troubleshooting with tandem technical support did not find any abnormality with the pump.